Event description:
It was reported that on (B)(6) 2025, an unknown 25mm amplatzer talisman pfo occluder was implanted into patient. Approximately two weeks prior to the current report, the patient presented to the hospital with unspecified symptoms and was found to have a pericardial effusion, which was drained and noted to contain blood. Due to the patient¿s history of cancer, the fluid was sent to pathology for malignancy screening. The patient was subsequently discharged on an unknown date. The patient later returned to the hospital with ongoing chest pain, at which time a transesophageal echocardiogram (tee) was performed. The treating physician reported suspicion of device erosion and indicated that a CT scan would be obtained for further evaluation and confirmation.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.